Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they lost a sensor due to a defective electrode. Customer's blood glucose level was unknown. Customer also reported that when they removed the sensor electrode also came out. The device will not be returned for analysis.